Event description:
The facility reported a colleague 2006 pump with software version 5.09.90 that turns off by itself. The reported condition was identified during customer use, no patient involvement. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or, if any additional information becomes available.